Manufacturer narrative:
Continuation of medical devices: 4524-45 lead (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a recent fall that was attributed to noncompliance with using walker. The right ventricular (rv) lead exhibited several low impedance alerts. The lead remains in use. No further patient complications have been reported as a result of this event.